Manufacturer narrative:
The device remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited loss of capture, high threshold measurements and pace impedance measurements of 200 ohms. A revision procedure was performed in which the lead was repositioned similarly to where it had been. There was no noise or oversensing observed and all measurements were within normal range after the revision. Technical services discussed that it sounded like a micro dislodgement. The lead remains in service. No additional adverse patient effects were reported.